Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion of doxorubicin, etoposide, and vincristine was ordered with a (volume to be infused) vtbi 1008ml to infuse at a rate of 42ml/hour. The infusion was expected to last for 24 hours. However, the bag infused between (B)(6) 2024 at 0243 to (B)(6) 2024 at 0626, which was longer than 24 hours. There was patient involvement but no harm. Bd received additional information. It was reported that the type and location of IV access was an "implanted port, single lumen, right jugular." The IV tubing was bd ref # (B)(4). When asked if there were multiple infusion interruption issues during the infusion, the customer's response was "yes, there were multiple air-in-line alarms." The tubing and IV bag have been disposed of per report.

Manufacturer narrative:
Omit : concomitant med prod data(8015), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary : the reported complaint of an under infusion was confirmed through log review or reproduced during laboratory testing. A review of the logs confirmed a scheduled delay of 108 minutes along with a series of alarms and 45 minutes of extra infusion to compensate the pump error. This is the cause of the reported time delay. Laboratory testing showed the pump module was delivering fluids within specification. The reported event date was november 14, 2024, the event time was reported about 2:43 am. The pcu event log showed that on november 14, 2024, at 2:43 pm the suspect pump module was programmed to infuse by an external control (remote IV) received. On 14 november 2024 at 2:43 am an infusion was programmed by an external control with a rate of 42ml and a vtbi (volume to be infused) of 1008ml with an expected duration of 24 hours (to finish on 15 november at 2:43 am). The pvi (primary volume infused) was 50.664 ml from 6:28 am to 9:03 am the infusion alarmed ail (air in line), then the infusion was restarted (x17) times. At 9:55 am a delay was programmed for 120 minutes. At 11:43 am the delay function was canceled, then the infusion was restarted with a pvi of 343.438ml from 6:10 pm to 8:19 pm the infusion alarmed ail (air in line), then the infusion was restarted (x6) times. On 15 november from 12:12 am to 4:27 am the infusion alarmed ail (air in line), then the infusion was restarted (x11) times. At 5:22 am the infusion was completed with a pvi of 1061.86ml. On 15 november at 6:17 am the infusion was completed with a time exceeding 24 hours by an additional 214 minutes. This additional time is attributed to 108 minutes of a scheduled delay, 45 minutes of extra infusion to compensate for the -3.08% error that the pump operates per hour, and approximately 60 minutes lost due to alarms. Inspection and laboratory testing of the event administration set could not be performed because the set was not returned for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the report of an under infusion is being attributed to user programming issue. A review of the logs confirmed the pump module was programed for an infusion with a rate of 42ml/hr and a vtbi of 1008ml, this calculates to an infusion duration of 24 hours; the additional 214 minutes are attributed to 108 minutes of a scheduled delay, 45 minutes of extra infusion time to compensate for the -3.08% error that the suspect pump operates per hour, and approximately 60 minutes lost due to accumulated alarms. Note that this report lists imdrf annex a1801, a040502, g04037, g04067, g02017, c17, c0601, d01, d07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that an infusion of doxorubicin, etoposide, and vincristine was ordered with a (volume to be infused) vtbi 1008ml to infuse at a rate of 42ml/hour. The infusion was expected to last for 24 hours. However, the bag infused between 14 november 2024 at 0243 to 15 november 2024 at 0626, which was longer than 24 hours. There was patient involvement but no harm. Bd received additional information. It was reported that the type and location of IV access was an "implanted port, single lumen, right jugular." The IV tubing was bd ref # 2260-0500. When asked if there were multiple infusion interruption issues during the infusion, the customer's response was "yes, there were multiple air-in-line alarms." The tubing and IV bag have been disposed of per report.